Event description:
The foam tip plunger caught the trailing haptics of a competitor's lens and tore the haptics. The cause of the event was reported that not enough viscoclastic was in the back of the cartridge.